Event description:
It was reported that "the boss part of one clip was missing and could not be ligated during a surgery. The next clip and after could be ligated without problem, so the auto endo was used as it was to complete the procedure. No clip fell/remained in the patient, and no injury to the patient occurred. It is unknown at present the issue occurred to the first clip or after several ligation."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be conducted since the lot number of the device was not provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.